Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8950sd-10 t10 hexalobe shaft had an issue. During an unknown procedure, when trying to remove a 3.5 headless compression ft screw, part of the tip broke off in the screw. They were able to use a dental pick and get the piece out and used another driver handle. Part of the screw ended up breaking as well but left half of the screw in. This occurred during use with no patient harm. Additional information has been requested. On 8/1/2023, the sales representative stated the following additional information over the phone: this occurred during a revision surgery. The initial midfoot fusion surgery with unknown arthrex parts took place within the last year and was successful, but the patient afterward still experienced pain. During the revision surgery, the surgeon removed a compression dynanite plate and tried to remove two ar-8730-32h mini compression ft screws. When trying to remove the first screw, the tip of the hexalobe shaft broke off in the screw, but they were able to remove that fragment from the screw by using a dental pick. When a driver handle was used to remove that first screw afterward, about 1 inch of the screw broke off and was removed, and the other 2-inch part of that screw remained inside the patient and could not be extracted. The bone quality of the patient was very good. The second screw was then left untouched inside the patient. The revision surgery was still deemed successful, with the plate being removed, and a third new ar-8730-32h mini compression ft screw was affixed into the bunion. No case delay was reported, the revision surgery was deemed successful by the doctor, and the patient is fine to date.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.